Manufacturer narrative:
The device was received. Investigation is not complete. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separtion. On an unspecified date, the tubing set was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that the tubing separated from the clave access site of the tubing set. No specific details were provided. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.